Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a (B)(6) fsi-pwr-1000 insert, the insert would get hot; no injury resulted.

Manufacturer narrative:
The insert was inspected and tested, the insert was tested for temperature and a maximum reading of 100.1 degrees was recorded. The insert was tested using a g-136 unit at 35cc of water flow, the test unit # was (B)(6). Thermometer ID # 6112 (cal date (B)(6) 2016 - cal due (B)(6) 2017). In conclusion the complaint for the insert getting hot could not be duplicated and the insert could not be failed for the temperature due to needing a 118.4 f to warrant a failure.